Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 354 mg/dl and customer alleging possible insulin pump under delivery. The customer¿s blood glucose was 523 mg/dl at the time of incident. The customer was treated with insulin pump. The customer also performed the displacement test and able to passed the test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.